Event description:
Facility reported to anspach service and repair: a small battery drive, that will not run. There was no evidence provided it happened during surgery. Facility also reports a quick coupling for k-wires running intermittently. This item was used during a procedure an there was no delay and procedure was successfully completed. This complaint is on the quick coupling. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Exact date of product received is unknown. The manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint that the unit runs intermittently was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.